Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory indicated a rising battery impedance trend. The recommended replacement time (rrt) alert was triggered on (B)(6) 2016. Daily battery trend data shows a gradual rise of battery impedance. A premature rrt alert was observed, without corresponding battery depletion. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) reached the recommended replacement time (rrt) early. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
The icm was later explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.